Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest. No pump error 23 noted. However, unit alarmed pump error 37 during rewind due to corroded motor home switch. Unable to perform seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify insulin flow blocked alarm due to motor anomaly. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25 noted during testing or in the pump trace download. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected, post-reset ram crc alarm and insulin flow blocked. The customer¿s blood glucose level was 349 mg/dl at the time of the incident. Customer previously called to report power error detected. Power error detected recurred within a week of troubleshoot previous occurrence. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is not expected to be returned for analysis.